Event description:
It was reported that the patient experienced a leaking cartridge, after which the user cleaned the ilet and replaced supplies, and no alerts or alarms were reported during the event. Customer care provided support remotely. Investigation of this case revealed that the device functioned as expected after supply replacement and cleaning, with no additional device performance concerns identified. No clinical symptoms reported. Outcomes included no medical intervention and no interruption of therapy, as the issue was promptly addressed. It was concluded that the event was non-serious and resolved with user-led corrective actions without further intervention.